Event description:
The telemetry transmitter external surface was hot and when the battery compartment was opened the battery was hot and the plastic on it was melted. The transmitter sent a message to the monitor to change battery and there was no disruption in cardiac monitoring of the patient. No harm to patient.